Event description:
Complainant alleged that while attempting to defibrillate a patient (age unknown) the device displayed "defib fault 78" and "defib fault 108" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.